Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. A forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The reported forward firing could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on the information available, a conclusion code of device problem excluded.

Event description:
It was reported that two fibers began forward firing after 1-2 minutes of use. A third fiber was used to complete the case. There were no patient complications. This complaint refers to the second fiber.

Event description:
It was reported that two fibers began forward firing after 1-2 minutes of use. A third fiber was used to complete the case. There were no patient complications. This complaint refers to the second fiber.